Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the upgrade procedure, the implantable pulse generator (ipg) device experienced a power on reset (por) resulting in no pacing. A plasma blade was used to excise some of the scar tissue formation on the lead. The reset was cleared. The device was explanted and replaced with crt-p. No patient complications have been reported as a result of this event.